Event description:
The reporter stated that the surgeon had inserted a three piece silicone lens model aq2010v into patient's eye with no damage to the lens or patient, however, the patient's eye developed a high vitreous pressure and the lens wouldn't stay in place due to this. The surgeon enlarged the incision to remove the lens and put in an anterior chamber lens and used a suture to close the incision. The reporter stated that there was no capsule damage or vitrectomy performed and that this was not due to any fault of the lens, it was a patient issue. The reporter stated that the lens will not be returned.